Event description:
It was reported to philips that issues connecting programmers to large display monitor on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided a workaround solution; mains cable reconnected and verified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).